Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned product identified that the sterile packaging has been damaged/broken. There is evidence that it was sealed at some point in time. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause of the reported event cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 08884, 0001825034 - 2018 - 08885, 0001825034 - 2018 - 08886.

Event description:
It was reported that upon incoming inspection, the product's inner sterile packaging seal was weak and opened. Attempts have been made and no further information has been provided.